Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy along with dilation and curettage and hysteroscopy, due to dysmenorrheal, menometrorrhagia and cystocele.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent sling implantation concurrently with an anterior repair due to second degree cystocel and endometrial ablation. Post sling implantation the patient experienced pain, urinary problems and infections.(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.